Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump is not working. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product (unknown malfunction) issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: a cs (no cartridge detected) alarm was recorded in the black box. Attempted to rewind and prime, received a cs 163 alarm. Unable to complete 24hr test due to cs 163 alarm. Force sensor calibration reading was out of specifications. Investigators were unable to complete bolus test due to cs 163 alarm. Opened pump and removed from case. Force sensor flex trace was cracked at pin connection.